Manufacturer narrative:
Add'l information from sales rep received december 20, 2007; pt required surgery due to the perforation. Pt is currently doing well. A review of the blazer ii xp dfu was performed. Cardiac perforation is listed under potential adverse events that may be associated with cardiac ablation. Under directions for use, it states "use lower power when first delivering rf energy, begin by using low power (i.e.. 50w). If the created lesion is unsuccessful or inadequate, incrementally increase the power output with successive ablation attempts to minimize the potential for thrombus formation and/or inadvertent damage to cardiac tissue". Additionally, the blazer ii xp catheter is indicated for treatment of sustained or recurrent type I atrial flutter. Based on the event description, the catheter appeared to function normally and the most probable root cause of this complaint is due to user error.

Event description:
It was reported to boston scientific by a st. Jude representative that: during a cardiac ablation procedure, there was an intra-operative complication described as a cardiac perforation. As described, the physician was performing an atrial fibrillation procedure with an 8f blazer catheter and while moving from one side of the heart to the other, experienced a perforation.